Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 5.6cm to 5.9cm from the distal end. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that the patient presented in clinic for a system removal. Upon interrogation, the right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient tolerated the procedure well and was fine.